Event description:
A malfunction alarm was reported by a customer, and although the error code indicated a pump issue, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the same issue recurred, prompting the decision to replace the pump. The customer was provided with a replacement pump featuring updated software and guidance on returning the faulty device. Additionally, instructions were given for storing the pump, programming settings into the new pump, and connecting the cgm. The customer agreed to use mdi as a backup therapy and understood all instructions provided by technical support.